Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump stayed in standby after changing volume. No alarm". No patient involvement reported.

Manufacturer narrative:
(B)(4). The reported complaint of the "pump stayed in standby after changing volume. No alarm" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "pump stayed in standby after changing volume. No alarm". No patient involvement reported.